Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she had surgery on her foot and as a result she was taking steroid shots that increases her blood glucose levels to over 600 mg/dl. The patient stated that after her surgery her blood glucose has been in much better control and gave information regarding her hemoglobin a1c results. She also mentioned that there was a display anomaly on her insulin pump screen, but that it has cleared up and she will call if the issue persists. The customer declined to speak to the 24-hour helpline, stating that she will do so at another time. No products were returned and emergency supplies were already being shipped at the time of call because she ran out.